Event description:
The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The field experience was confirmed. The ICD did not perform to the expected longevity. The device was temperature cycled and placed in a humidity chamber for one week and no high current states were observed throughout bench tests. The battery was sent out to the vendor for destructive analysis and an internal short was found, which would cause the premature depletion.

Event description:
It was reported that an unexpected drop in the battery voltage without any corresponding hv therapy or high output pacing settings was observed. The device was explanted.